Event description:
It was reported battery depletion had occurred in the device and the elective replacement indicator (eri) tripped. The charge time on the device was greater than 30 seconds and the charge circuit time was inactive due to multiple shocks occurring after eri. As the patient was in hospice, all detections, therapies, and alerts were programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data and have analyzed the data. 1 - patient alert for charge circuit timeout on (B)(6) 2011. 1 - patient alert for long charge time > 30 sec on (B)(6) 2011.